Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. Microscopic and tactile inspection were performed on the tip, distal shaft, collar and hypotube. Inspection revealed numerous kinks in the hypotube and in the distal shaft located at 12cm and 18.5cm from the tip of the device. A complete separation at the collar was also noted. While the device loaded into the guide catheter, it could not advance through the guide catheter due to the shaft damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on additional information received on 24-apr-2018. It was reported that the device failed to cross the lesion. The 12mm x 4mm target lesion was located in a severely tortuous and moderately calcified left anterior descending artery. A guidezilla¿ guide extension catheter was selected for use during a percutaneous coronary intervention procedure. During the procedure the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable. However, additional information received indicated that the shaft partially separated during the procedure and became fully separated outside patient's body.